Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose was over 600 mg/dl. The customer reported feeling nauseous, dizzy, and having dry mouth from their blood glucose. The customer also reported being hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 700 mg/dl at the time of admission. Customer was treated with magnesium and water for their blood glucose. The customer stated the insulin pump was removed from the customer's body at the time of hospitalization. Troubleshooting found the insulin pump's drive support cap was pushed in on one side. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.